Manufacturer narrative:
This report is submitted on september 21, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced magnet dislodgement during a MRI (tesla strength and date not reported). The patient is being clinically managed by the health care provider. Additional information has been requested but has not been made available as of the date of this report.